Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 133 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.